Event description:
Ref imp report (B)(4).

Manufacturer narrative:
On (B)(4) 2013, medacta collected information concerning six cases of bone fractures in which its stems are involved. All occurred to the same surgeon during a clinical study. The events occurred during the years 2009, 2010, 2011, 2012 and were not initially reported to medacta as complaints. Document review: we analyzed the batch records of each case, in particular for this one: amistem h femoral stem size 3 - (B)(4)/lot 120126 (60 stems produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, included washing and sterilization cycles. (B)(4). On the basis of the data collected, there is no evidence that the event is device related, but it can be more related to surgical mistakes. The six cases are reported with the MDR's from 2013-00057 to 2013-00062.